Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014 the distributor contacted animas alleging that the ok, up arrow, and down arrow keypad buttons were intermittently unresponsive. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 05/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/14/2014 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow, down arrow, and ok keypad buttons are intermittently responsive. There was evidence of keypad contamination found under the up arrow and down arrow key contacts. Unrelated to the complaint, investigation revealed that the display screen was dim/faded and discolored.